Manufacturer narrative:
(B)(4). Patient's weight not provided/unknown. Reporter's last name not provided/unknown. Additional 510k number: k013227.

Event description:
It was reported that the internal threading of the implant (tsvwb11) was damaged. Tooth location 18.

Event description:
It was reported that the internal threading of the implant (tsvwb11) was damaged. The implant was removed. Tooth location 18.

Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm (tsvwb11) was returned for investigation. A visual inspection of the as returned product identified thread damage at the internal drive feature. A device malfunction was confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A root cause cannot be determined. UDI: (B)(4). Due to the implant removal that was not captured in the initial submission, the event type is being corrected to serious injury.